Manufacturer narrative:
Six week post operative radiograph shows anatomic reduction with implant intact and no signs of fracture healing. Twelve week post operative radiograph shows loss of fracture reduction, movement of implant in the medial fragment and signs of implant damage. Implant removed at 14 weeks. Device evaluated and shows a separation of the implant body at the flexible/solid shaft junction. This separation was not observed in situ and likely occured during removal. Review of DHR confirmed that material used in the manufacture of this component met all specifications and the device met all performance specifications prior to release. Device labeling reviewed and includes the warning: "this is a load sharing device which is designed to maintain alignment of a fracture until healing occurs. If healing is delayed, or does not occur, the implant could eventually break due to metal fatigue." Pre operative and six week post operative radiographs show that the implant was not implanted to the minimum depth of 50mm past the fracture. It is unclear whether this contributed to the implant failure. (B)(4).

Event description:
Patient with a clavicle fracture was implanted with a sonoma crx device. Between 6 and 12 weeks the fracture reduction was displaced and the implant failed. The implant was surgically removed.